Event description:
Caller alleging discrepant inratio value. On (B)(6) 2014, inratio: 2.1; lab: 2.5. Tests performed simultaneously. Patient's therapeutic range: 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation pending.